Manufacturer narrative:
Analysis was performed on the returned device. Although the returned device analysis was able to cut the sheath, the reported failure to failure to cut was not confirmed based on the returned device condition. The reported mechanical jam with the safety release mechanism/ vessel locator wings and difficulty removing the device with the access ports could not be replicated in a testing environment as they occurred during the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. It should be noted that the starclose instructions for use (IFU), states: do not deploy the clip in areas of calcified plaque. The patient calcification would not have contributed to the reported difficulties as the reported event was concluded to be related to device angle changed during thumb advancer/slider stroke such that garage leaves interacted with flex-guide. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of a calcified common femoral artery was attempted using a starclose se device with a 6f sheath after a percutaneous transluminal angioplasty interventional procedure. Reportedly, the thumb advancer did not advance due to resistance. The starclose se sheath did not split completely and the system became stuck. The clip was not deployed. The safety release and access ports were used; however, they were unsuccessful and the starclose se device remained in tissue. The device was removed with the vessel locator wings open. There was no tissue damage reported. Manual arterial compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.